Event description:
A venaseal closure system was being used during a procedure. It was reported the syringe and catheter were connected, but during priming, the connection part detached. Even when it was tightened firmly, it could still detach, so another kit from the same lot was opened. The connection part of the second kit from the same lot was also very loose, the priming was completed, and after insertion into the blood vessel, it detached/came off, so a kit of another lot was opened, and the treatment was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.